Event description:
It was reported that, following a laparoscopic conversion of gastric sleeve to gastric bypass using a tristaple reload, an issue was identified several days post-operatively in which one staple line fired on the stomach gastric-jejunostomy had a staple line leak. To resolve the issue, the patient was treated with stent placement to allow the leak to heal, and the stent was later removed afterthe leak healed. It was noted that the hospitalization was extended.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following a laparoscopic conversion of gastric sleeve to gastric bypass using a tristaple reload, an issue was identified several days post-operatively in which one staple line fired on the stomach orgastric-jejunostomy had a staple line leak. To resolve the issue, the patient was treated with stent placement to allow the leak to heal, and the stent was later removed after the leak healed. It was noted that the hospitalization was extended.

Manufacturer narrative:
D10. Concomitant products: sig45avm, tr-staple 2.0 45 artic vasc med sulu (lot unknown); sig60amt, tri-staple 2.0 60 artic med thick sulu (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.